Event description:
The customer reported that insulin pump fell in the water and moisture underneath the display was observed. Troubleshooting was performed, and it sounded like there was still water in the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic and motor assembly.